Event description:
Vygon PICC insertion line placed for antibiotics. Also, it occasionally had heparin in sodium chloride running thru it, via pump. Bedside registered nurse noticed that the PICC line dressing felt wet on the outside, and upon looking closer at the PICC site, moisture was found under the dressing. When PICC line dressing change done, it was easily seen that the catheter had a small crack in it approximately 0.5 cm from the hub, so the PICC line was discontinued. No harm to baby.